Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as red spots, raised bumps, and a burning sensation. The patient also states that his back is dry. The patient's doctor recommended that he use vaseline. During a follow up, the patient reported that the irritation had improved due to the use of the vaseline and that he is waiting on another unknown ointment from his doctor.